Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported iva phone call that the insulin pump turned off and received replaced battery now alarm without a low battery alarm. The customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done. The customer mentioned failed battery test alarm but declined to troubleshoot. The insulin pump will not be returned for analysis.